Event description:
Home patient (hp) reports incomplete prime with patient line of homechoice sets. Home patient reports they had to reset up with new supplies to complete the treatment with each occurrence. No patient injury or medical intervention required per hp.